Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due the device not working correctly. This patient visited his physician two weeks before this surgery, and upon inspection, fluid loss from a crack in the cylinder connecting tube was discovered. After this operation the patient improved.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The spherical reservoir, standard inflate/deflate pump and both cylinders were returned for analysis. Visual inspection and functional testing of the reservoir identified a leak in the reservoir shell that was the result of sharp instrument damage. This most likely occurred during explant. The reservoir adapter strain relief was identified to have been be cut off. Due to this damage being consistent with explant it will be considered a secondary failure. The reservoir had wear at fold in the reservoir shell. The cylinders were visually inspected and functionally tested. Both cylinders had bulges with broken fabric treads in cylinder body. Both cylinders had wear at fold in cylinder body. Cylinder 1 had a small leak attributed to fatigue and wear with broken fabric treads in the proximal cylinder body; a hole was present. Cylinder 2 has a leak in the kink resistant tubing (krt) attributed to sharp instrument damage. Both cylinders were not functional due to the anomalies identified. The pump was visually inspected. The pump krt was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Product analysis was unable to confirm the reported events related to a hole and fluid leak in the tubing; however, product analysis concluded that the identified fluid leak and bulge with broken fabric treads in cylinders was the most probable cause of the reported events. Based on the investigation results an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due the device not working correctly. This patient visited his physician two weeks before this surgery, and upon inspection, fluid loss from a crack in the cylinder connecting tube was discovered. After this operation the patient improved.